Event description:
It was reported that a thrombosis occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed. A watchman truseal access system was used during the procedure and a 31mm watchman flx laa closure device was implanted. The patient was discharged on eliquis 2.5 daily. On (B)(6) 2021, a follow up appointment was conducted and a thrombus was noted on the closure device via transesophageal echocardiography (tee). The thrombus was removed via aspiration. The patient was discharged the following day.

Event description:
It was reported that a thrombosis occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed. A watchman truseal access system was used during the procedure and a 31mm watchman flx laa closure device was implanted. The patient was discharged on eliquis 2.5 daily. On (B)(6) 2021, a follow up appointment was conducted and a thrombus was noted on the closure device via transesophageal echocardiography (tee). The thrombus was removed via aspiration. The patient was discharged the following day. It was further reported that the patient was discharged on xarelto 20mg daily for 45 days post index procedure. The patient missed the last eight days of anticoagulant therapy leading up to the 45 day follow up tee. After aspiration of the thrombus, the patient was ultimately discharged on coumadin. The patient was never on eliquis as previously reported.